Event description:
Customer contacted beckman coulter inc. (Bci) regarding erroneously high troponin (accutni) results generated by the access 2 immunoassay system for one patient. A patient sample when tested gave an accutni result of 2.5ng/ml. Three other samples were obtained from this patient and tested on a different instrument and gave results in the range of 2.5-3.17ng/ml. One sample from this patient was then tested on two alternate methodologies and gave results in the normal reference range. The erroneous results were reported outside of the laboratory. The customer did not report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc is run daily and was within the customer's established ranges prior to and after the event. System check performed was within specifications. Service was not dispatched for this event. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.